Event description:
It was reported to philips unit with backup alarm failure. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Customer stated to philips remote service technician that it was reported that the unit gave an error, backup alarm failure. Customer powered unit on, unable to duplicate error. Customer went to service log and found error code consistent with backup alarm failure. Customer states there is only one error and does not repeat and is unable to duplicate. Customer wanting to know what tests to perform. Philips remote service technician informed customer with error code consistent with backup alarm failure, you should do the following per service manual: replace the mc pcba, replace the cpu pcba, replace the pm pcba. Customer states he is unable to duplicate error. Philips remote service technician informed customer to perform backup battery/alarm test. Perform full preventive maintenance (pm), if unit passes unit is fully operational. Customer is taking responsibility to correct/repair the device. Although requested, the customer declined to provide repair details and device context at the time of the reported failure.

Manufacturer narrative:
Although requested, customer declined to provide repair details and device context at the time of the reported failure.